Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). H3: analysis of the 97755 intellis recharger s/n (B)(6).revealed that "no device found" message was shown. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they'd been having issues with recharging their implant since before christmas of 2022. The pt stated they saw a manufacturer representative (rep) for assistance and rep was able to do something to fix the issues, but pt said they weren't watching and didn't know how to replicate what fixed the issue. The pt stated they 'reset and start over' when things don't function correctly, but this was not working (earlier in call, the pt stated they didn't know how to reset their controller). The pt tried to notify their rep again, but they were no longer with medtronic. The pt's healthcare provider's office directed the pt to contact a different rep and the pt was redirected to contact patient services. Pt reported they tried for 1.5 hours to charge their implant yesterday, and another hour before calling patient services. Pt stated the screen would sometimes show 'no device found' or 'battery too low to charge' (agent asked for clarification, and pt said that meant their implant battery was too low to charge). Pt confirmed no physical damage on recharger cord/pins nor controller con nector port pins. Pt stated that sometimes the recharger is warm to the touch while recharging implant. Agent had pt reset controller and try charging session again. Pt stated that the screen showed the controller was at 50% and implant was at 30%, then the contro ller battery quickly jumped to only having 30% left. No symptoms were reported.